Event description:
The gastrostomy tube became dislodged. The pt was returned to surgery for exploratory laparoscopy, lavage and re-insertion of feeding tube. The balloon was found to be deflated with apparent leak.